Event description:
Procedure type: posterior lumbar fusion with screws. According to the reporter: "surgeon was using the lenke probe to size the screw for the pedicle. Once lenke was hammered into the patient's pedicle, the surgeon tried to remove the lenke and failed to retrieve the full instrument. About one inch of the lenke probe was stuck inside the patient's pedicle. Nothing was left in the patient, it was, over time pulled out. (Drilled out)."

Manufacturer narrative:
(B)(4).